Manufacturer narrative:
Previously reported on pr (B)(4) with MDR# 3030677-2019-01413. The device was not returned for investigation. If and when the device is returned, investigation will take place on pr (B)(4) with MDR# 3030677-2019-01413.

Event description:
It has been reported that the device is failing self-test.